Event description:
Customer called to report the spring clip was loose and it was not pushing the reservoir's plunger. Customer primed the pump but the insulin did not exit. Device was not dropped, bumped, or exposed to moisture.